Manufacturer narrative:
Date of birth: unknown, not provided. If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a multifocal toric intraocular lens (iol) was inserted into the left eye of a female patient and it was removed, during the same surgical procedure, as the patient¿s capsular bag was not stable and it was not possible to center the lens. The lens was discarded by the customer. The incision was enlarged, a preventative vitrectomy was performed and sutures were used (1 stitch with 10-0 nylon). A non-amo monofocal lens was implanted as a replacement. Reportedly, the lens was positioned in a way so that the optic was in a different plane than the haptics in relation to the capsulorhexis (optic capture). No other medical or surgical interventions were required. The patient was reported doing well when discharged. No further information was provided.